Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to replicate the issue and tested the tilepro input with video loopback. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vision side system (vss) ultrasound would not display, and case was converted to non-robotic. Field service engineer (fse) to follow up. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed however unsure if system functionality was checked upon powering on the system. Both components powered on (robot and ultrasound machine). Technical support (dvstat) was not contacted for troubleshooting. Site attempted replacing multiple dvi cables, replaced the ultrasound machine, called our equipment person to help, called in other staff members to help. The procedure was converted to open. There was no patient injury. Dvstat was not contacted prior to aborting/converting the procedure it was believed that the robot was not the issue, but rather the ultrasound machine. The surgeon did not disable or discontinue use of arm due to issue. The procedure was started using the robot with all four arms but was unable to be completed with the robot.